Manufacturer narrative:
A ge service representative performed an on site investigation. The software was reloaded and the filament was calibrated. The system was then found to be operating as intended.

Event description:
The customer reported the system failed to produce fluoroscopy xray by failing to expose. No report of patient injury.